Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the scs ipg site. As a result, surgical intervention was undertaken to revise the scs ipg. Ipg could not connect with the external devices and was deemed inoperable (reference MFR report #1627487-2018-00856). As the result, the physician decided to replace the ipg with a new model and therapy was restored post-operatively.